Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old male was implanted with an impella 5.5 as a bridge to transplant. It was reported that the team had to troubleshoot the pump during the support for purge flow and purge pressure issues. The team replaced the purge cassette but, that alone was not enough, and the team made the choice to add tissue plasminogen activator for the purge. No patient harm was reported.

Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. No product was returned. Data logs show that 263 hours into the case there is a 7 minute rise in purge pressure triggering hpp and purge system blocked alarms. This remains elevated for just under 12 hours and then resolves over a span of about 2 hours. The clinical states that tpa was added to the purge which then resolved the issue. The root cause of the high purge pressure was most likely biomaterial. The instructions for use for the impella 5.5 with smartassist in section: using the automated impella controller with the impella catheter states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ added- h6 impact code 4644 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.